Event description:
Customer reported that her blood glucose had been high for the few days prior. She stated she thought it may have been caused by medication or illness. The blood glucose reading was 257 mg/dl. Customer expressed symptoms of frequent urination and fatigue. Customer treated with a bolus and then changed the infusion set. Customer was advised to disconnect from the insulin pump. She stated that the drive support cap appeared to be normal and recessed. She found no air in the tubing or any leaks. She stated that the basal rates and bolus wizard settings were correct. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.